Event description:
The customer's mother stated that the customer was hospitalized for diabatic ketoacidosis, with a blood glucose reading of 698 mg/dl. The mother did not have the insulin pump to conduct troubleshooting at the time of call. The mother did not feel comfortable with the insulin pump and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.